Event description:
It was reported that the ilet was not receiving cgm data because the dexcom g7 sensor had been paired to the dexcom mobile app instead of the ilet, resulting in the device operating in bg run mode; customer support assisted the user to exit bg run mode and connect the cgm to the ilet, after which glucose values displayed on the ilet with a blood glucose of 285 mg/dl. Symptoms included hyperglycemia. Outcomes included temporary loss of automated glucose control with user reliance on intermittent blood glucose entry until cgm pairing was restored. Investigation included remote troubleshooting and review of device pairing and alert history. Investigation of this case revealed user pairing to the mobile app rather than the ilet and an ilet alert consistent with cgm data not received, with no hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to cgm pairing configuration.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.